Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model#m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)). Event description continuation: no error messages were observed on biosense webster equipment during the procedure. Patient received an initial dose of heparin during the procedure which was maintained at less than 250 seconds. Medical history includes previous atrial fibrillation ablation.

Event description:
It was reported that a male patient in his 70s underwent an ablation procedure for an atypical left atrial flutter with an thermocool sf nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Right atrial cavotricuspid isthmus (cti) line was successfully completed. During the transseptal phase, while advancing the sheath and catheter into the left atrium, it was noted that the catheter had entered the epicardial space. The catheter and sheath were left in place for 20 minutes then slowly retracted. No ablations or mapping had been done when the catheter was in the epicardial space. At this time no significant pericardial effusion was noted. The patient was then watched for vitals for the next 20 minutes. No medical or surgical intervention was done at this point. The patient remained stable throughout the process. During the first follow up, minimal epicardial effusion was noticed and patient was stable before being transferred to recovery unit. During recovery, the patient became hypotensive and was brought back to the lab for a pericardiocentesis, which yielded 600cc of fluid. The patient was reported to be in stable condition at the time this complaint was reported. There is no information regarding hospitalization. The patient outcome has improved. Physician's opinion regarding the cause of the adverse event is that it was procedure-related and not bwi product-related. It was noted that the adverse event may have been a complication of the transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk sl1 needle. Sheath used was a st. Jude medical 8.5fr sl1. Generator settings and ablation times not were reported since no ablation had been performed in the left atrium, where the injury occurred. Irrigated catheter flow set at 2ml/min and 8 ml/min.

Manufacturer narrative:
(B)(4). It was reported that a male patient in his 70s underwent an ablation procedure for an atypical left atrial flutter with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.